Event description:
Amica microwave generator was used and single 16g applicator. 60w for 3 minutes were delivered to a right upper lobe sub centimeter nodule. CT images showed a 6 cm backburn along the ablation probe to the pleura. Note: "the proceduralist targeted a 5 mm rul solid nodule. At 60w for 3 minutes the physician got a very long backburn of 6 cm (and a bronchopleural fistula)." Someone from the hospital spoke with the boston scientific representative.